Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis did confirm through visual inspection that the lead helix was slightly stretched. Moreover, found no damage or defect consistent with the placement difficulty.

Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. Additional information indicated that the physician was unable to place the lead as it had been in the body for several minutes with the helix exposed and it was becoming caught in the chordea. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this lead was not successfully implanted due to a product performance anomaly. Additional information indicated that the physician was unable to place the lead as it had been in the body for several minutes with the helix exposed and it was becoming caught in the chordea. The lead was never in service. No adverse patient effects were reported.